Event description:
During a laparoscopic hernia repair the qmr20 reload fell off the oms20 into the abdominal cavity. The omr20 was removed through the trocar. The oms20 was reloaded and the reload came off in the abdomen cavity a second time. The omr20 became lost. C-arm detection was attempted and failed. The case was converted to open. The omr20 was found, and the procdedure was completed. The pt was admitted for overnight stay. 1/14/97 the instrument completed the right side of the hernia repair, the first reload was when the problem occurred. The omr20, #j45jog, will be returned with the instrument.

Manufacturer narrative:
Damaged cartridge. Based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "reload fell off" may have been due to a damaged cartridge. The instr was rec'd in good physical condition, but the cartridge was observed to have a broken base at an attachment window. The piece which broke free from the base was not returned. There was copious amounts of dried body fluids noted throughout the cartridge. The cartridge would not function as designed due to a piece which had broken from the base at the attachment ring. No conclusion could be reached as to how the cartridge had become damaged. A test cartridge was placed securely onto the device without incident, was cycled, fired and properly formed the remaining 22 staples. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.